Manufacturer narrative:
Investigation: one picture was received by our quality team for evaluation. Upon visual inspection of the picture, it shows the top web (packaging) of two syringes, therefore the failures of: (1) does not connect well at the tip; (2) plunger falls out from the back spilling medication; and (3) phlange narrow notable to draw up medications easily or deliver cannot be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Our quality team was unable to perform a thorough investigation as no sample was provided and the root cause was not able to be determined.

Event description:
It was reported that during use of the bd syringe luer-lok¿ tip "(1) does not connect well at the tip; (2) plunger falls out from the back spilling medication; and (3) phalange narrow notable to draw up medications easily or deliver". Material no.: 302830. Batch/lot: 8360504. The following information was provided by the initial reporter: it was reported that "(1) does not connect well at the tip; (2) plunger falls out from the back spilling medication; and (3) phlange narrow notable to draw up medications easily or deliver". Customer text: (1) does not connect well at the tip. (2) plunger falls out from the back spilling medication. (3) phlange narrow notable to draw up medications easily or deliver.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd syringe luer-lok¿ tip "(1) does not connect well at the tip; (2) plunger falls out from the back spilling medication; and (3) phalange narrow notable to draw up medications easily or deliver". Material no.: 302830. Batch/lot: 8360504. The following information was provided by the initial reporter: it was reported that "(1) does not connect well at the tip; (2) plunger falls out from the back spilling medication; and (3) phlange narrow notable to draw up medications easily or deliver".